Event description:
It was reported the pt's stimulation is sporadic. The sjm cs reported the sensation is intermittent, it will go on and off. It was also reported all the impedances were normal and the settings were moderate. The pt uses stimulation constantly. The cs attempted different programs but this did not resolve the issue. It was also reported x-rays have been taken and there was no indication of any changes in the placement of the two leads or connections.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.